Manufacturer narrative:
Calibration signals were acceptable. Qc data provided between 31-oct-2024 and 01-nov-2024 showed significant fluctuations. No qc data from the day of the event was provided. No relevant issues were observed in the alarm trace data. The customer used a coagulation time of 20 minutes. The clotting time for most serum tubes is 30-60 minutes. The customer used a fixed centrifugation. Swing-out rotor centrifugation is recommended. Images of the reagent kit were provided and showed partial agglutination of the magnetic beads. The issue was resolved by replacing the reagent kit. Based on the agglutination of the magnetic beads, the investigation determined the event was consistent with a reagent handling/storage issue.

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The e801 analyzer serial number was not provided. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues with a particular reagent lot for elecsys vitamin d total ii (vitamin d total ii) occurring since (B)(6) 2024. There was an allegation of a discrepant high result for 1 patient sample tested for vitamin d total ii on a cobas e801 analyzer. The initial result was 71.3 ng/ml. This result was reported outside of the laboratory where the doctor indicated the result did not match the patient¿s clinical condition. The sample was repeated on a different e801 analyzer with a result of 23.0 ng/ml. On (B)(6) 2024 the original sample was repeated on the e801 analyzer in question with a result of 20.2 ng/ml.